Event description:
On (B)(6) 2012, before implantation, subject device was interrogated and the following warning message was displayed: "[27] the device was reinitialized 1 time since the beginning of life. Last reset date: (B)(6) 2011 - 12:20" appears. Reportedly, the device was interrogated previously on (B)(6) 2011. The device was not implanted.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.